Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed sores on her body under the lifevest. The patient's doctor recommended that the patient put bandages on the sores. The patient decided to end use of the device. The patient's medical outcome is unknown.